Manufacturer narrative:
The instrument was found to have a loose grip cable at the grip hub. The medium-large clip applier instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that the medium-large clip applier was broken. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.